Event description:
It was reported that during an unknown procedure, the min button would not work. The max button worked fine. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).